Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The device evaluation revealed a punctured cable and a detached cable boot from the switch button. A flickering image was also found, due to a malfunctioning charge-coupled device (ccd) unit. Additionally, the device did not pass the leak test. No patient was involved in the assessment.